Event description:
It was reported that during the procedure, the helix of right ventricular (rv) lead exhibited tension when extending and retracting. The rv lead was replaced and the procedure continued with new lead on (B)(6) 2022. The patient was stable throughout the procedure.